Event description:
The customer reported having high blood glucose. The blood glucose level at time of the call was 587mg/dl. The customer also reported that the insulin pump kept alarming. Troubleshooting was performed. The customer stated that she fell into a pool and since then, her blood glucose level started going up and the device had a blank screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed, due to the blank display.